Manufacturer narrative:
Device was used for treatment, not diagnosis. Change age at time of event from (B)(6). Placeholder.

Event description:
During a bunionectomy procedure the tip of a threaded guide wire broke off inside the patient. The surgeon attempted to retrieve the broken guide wire and then elected to leave the portion that broke off in the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis.device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the part was received in poor condition. There were multiple scratches along the length and the part is also slightly bent. The entire threaded portion of the wire is missing and no lot number was provided. A piece of the part is missing therefore accurate measurements could not be made. A product development evaluation was conducted. The report indicates that the manufacturing evaluation measured all the features of the returned part that could be measured and found no discrepancies. The lot number was not reported, making a DHR review impossible to perform. The as received condition "bent" indicates that the guidewire was over angulated once fixed into the bone causing the breakage. Device was used for treatment, not diagnosis.